Manufacturer narrative:
H6: the surgical arm was returned for product analysis. The analysis determined that the surgical arm had an led card malfunction, driver failure, and communication harness problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the system failed both the accuracy and stress test.

Manufacturer narrative:
See b5. D10: serial number of surgical arm is (B)(6). H3, h6: the exports were returned for clinical analysis. The analysis determined that the deviations experienced in the or is a malfunction of the surgical arm, as the surgical arm failed the advanced accuracy and stress tests. B01, c07, d01 are applicable to the clinical analysis. The arm was returned for analysis. The analysis is still in progress. B21, c21, d16 are applicable to the arm analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation: information references the main component of the system. Other relevant device(s) are: product ID: (B)(6) , serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) . A medtronic representative went to the site to perform a system check out and they found the surgical arm had lost contact with the can bus master causing all nodes to drop from the system. The surgical arm was replaced. B01, c07, d01 are applicable to the system checkout. The exports were returned for clinical analysis. The analysis is still in progress. B21, c21, d16 are applicable to the clinical analysis. There are multiple fdd codes. A0908 is associated with the inaccuracy and a13 is associated with the image transfer issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site was having an issue initially transferring scans from the imaging system to the guidance system. After the images were transferred over, the images looked accurate. However, when sending the arm to the first trajectory, the trajectory location sent was nowhere close to the plan and the patient's anatomy. The trajectories were deviated greater than 10mm and completely lateral to where the patient was laying on the table. It was reported that the surgical arm ended up having to be replaced later in the week so the representative believed that played a part in the deviation. The use of guidance system was aborted and the surgeon free-hand the screws implant. There was no patient harm and the procedure was delayed less than one hour.